Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 20, 2013-may 22, 2013. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified during inspection of the photograph as no evidence of a rupture was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a singleday infusor burst and leaked inside the housing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.